Manufacturer narrative:
Investigation results: a visual examination of the returned upsylon¿ revealed that the majority of the leg attachment suture was missing and was not returned. The anterior arm of the y-mesh where it attaches to the posterior and sacral arm was torn and unraveling. The sacral arm portion of the y-mesh appeared cut and was returned detached. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for the mesh unraveling is supplier manufacturing execution error, as this complaint is associated with a product that fails to meet specification due to the manufacturing process at a supplier site. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that an upsylon¿ y-mesh was used during a sacrocolpopexy procedure performed on (B)(6) 2017. According to the complainant, during the procedure but before placing the mesh into the patient, it was noticed that the mesh had a loose ¿string¿ at the ¿y¿ portion of the device which began to separate as the physician was pulling the ¿string.¿ the procedure was completed with another upsylon¿ y-mesh. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon¿ y-mesh was used during a sacrocolpopexy procedure performed on (B)(6) 2017. According to the complainant, during the procedure but before placing the mesh into the patient, it was noticed that the mesh had a loose ¿string¿ at the ¿y¿ portion of the device which began to separate as the physician was pulling the ¿string.¿ the procedure was completed with another upsylon¿ y-mesh. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.